Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545

Event description:
It was reported that patient faced an infusion set tape not sticking on (B)(6) 2026. The cause of product not adhering was due to hot and humid weather and patient was working.